Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of voluntary medwatch report (B)(4).

Event description:
It was reported that a patient underwent an uterosacral suspension with total vaginal hysterectomy and bilateral salpingo-oophorectomy on an unknown date and mesh was implanted. The patient experienced urinary retention and voiding difficulties and underwent vaginal revision/removal of prosthetic vaginal graft and cystoscopy. The patient went to the ER and had a foley catheter placed. Additional information has been requested.